Manufacturer narrative:
The field service engineer (fse) cleaned valves and pump rotors and stator. The fse replaced pipettor #4 and performed ultrasonic adjustments for pipettor #4. The fse adjusted all pipettor alignments for z-height, carriage, and reagent packs. The fse primed the fluidics and the customer calibrated cortisol and afp assay (with new calibrators/reagent pack for afp); all passed within specifications. The customer performed 20-repetition sample precision test for pipettor #4. The customer performed quality control (qc) panel and all results were within range. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported failing alpha-fetoprotein (afp) and gi (gastrointestinal) monitor (ca 19-9) quality control (qc) results involving the unicel dxi 800 access immunoassay system used in conjunction with the access gi monitor and access afp assays and calibrators. The customer recalibrated the assay on (B)(6) 2013 with the same reagent and calibrator and noted recalibration on (B)(6) 2013 was significantly depressed by approximately 45-48%. The customer indicated the calibration curve for afp was performed on pipettor #4 and noted the curve on this pipettor was recovering significantly low. Beckman coulter customer technical specialist (cts) guided the customer in disabling pipettor #4. Beckman coulter also advised the customer to retest any patient samples produced on pipettor #4 for results accuracy verification. Qc performance on pipettor #4 was failing out of range low (up to approximately 5 standard deviation) while qc was passing within the 2 standard deviation range on an alternate unicel dxi 800 pipettors. The customer stated no erroneous patient results were generated. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.